Event description:
It was reported that a patient underwent a kyphoplasty procedure on (B)(6) 2007. During the procedure, an expired inflatable bone tamp was used in the patient. There were no patient complications or adverse events reported. No additional information was reported.

Manufacturer narrative:
Method - other; device not returned, follow up with company representative. Product was from trunk stock.